Event description:
Infant found desating from massive right pleural effusion. Line pulled by physician and effusion drained. The baby improved subsequently with an increased ventilatory support. This incident was reported to a manufacturer's sales representative (exact date unknown)device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: tubing. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: use of all similar devices stopped permanently. The device was destroyed/disposed of.